Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was over 400 mg/dl and insulin pump was suspended at 7:56 pm and at 9 am blood glucose was 452 mg/dl. The customer's blood glucose at the time of incident was 500 mg/dl. The customer treated high blood glucose with syringe. Based on customer report customer does not allege pump was under delivering. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6).